Event description:
During surgery, mandible guides with php were used mark the predictive holes and to place the mandibular component of the prothesis. When placed onto the drilled holes, the custom mandibular component of the prothesis was interfering with the posterior fossa component, causing the intermediate splint to not fit appropriately. This led to the surgeon having to drill new holes for the mandibular component and replacing it in a spot where it would not interfere with the fossa component. Surgeon said the guides fit fine. A post op study will be done to determine where the predictive holes were drilled compared to the guided position.